Event description:
During a pocket revision procedure the patient had some fluid building up in their pocket. The physician removed the entire lead and ins. The entire system was replaced on the contralateral side. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator device (B)(4) revealed no device analysis was performed; the device met risk-based analysis criteria. Non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient was doing well.